Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 404 mg/dl, injected himself insulin, blood glucose went up to 246 mg/dl, ate carbohydrates, blood glucose went up to 434 mg/dl, took insulin bolus, and blood glucose was 548 mg/dl. Patient's current blood glucose value: unknown. Drive support cap appears normal (slightly indented). The insulin pump is not expected to be returned for analysis.